Event description:
It was reported that a patient passed away. The physician believed that the cause of death was sudep and did not believe that the patient's death was related to vns. No additional relevant information has been received to date.

Event description:
Diagnostics were performed a few months prior to the patient's death and returned results within the normal limits. No additional relevant information has been received to date.